Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of the transcarotid artery revascularization (tcar) procedure, a scan revealed that the patient had suffered a stroke. It was noted that the patient likely experienced an embolic stroke due to the amount of plaque, low density of the plaque material, and debris shown on the filter. Patient was reportedly improving but not back to baseline.